Manufacturer narrative:
Bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 45 seconds at 18:10pm on (B)(4) 2016; and the station properties were reset at 18:11pm on (B)(4) 2016. Resetting the reagent station sets the concentration to the default value configured in the reagent types definition (100% in this instance) unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. Based on the information provided by the complainant and the instrument logs, it was determined that sub-optimal tissue processing was derived from the "factory 8hr xylene standard" protocol started in retort a at 18:34pm on (B)(6) 2016; the "2 hour" protocol started in retort b at 09:17am and at 15:37am on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort a at 16:08pm on (B)(6) 2016. These protocols comprised 101, 21, 38 and 84 cassettes respectively based on data entered into the instrument software by the user. The reagent in bottle 9 (ethanol) was used for the first time in the final dehydration step of the "factory 8hr xylene standard" protocol started in retort a at 18:34pm on (B)(6) 2016; and was subsequently also used for the final dehydration step of the "2 hour" protocol started in retort b at 09:17am and at 15:37am on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort a at 16:08pm on (B)(6) 2016. Although the user affirmed in the instrument software that the concentration in bottle 9 (ethanol) was to be set to default value of 100% at 18:11pm on (B)(6) 2016 prior to starting the "factory 8hr xylene standard" protocol started in retort a at 18:34pm on (B)(6) 2016; the "2 hour" protocol started in retort b at 09:17am and at 15:37am on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort a at 16:08pm on (B)(6) 2016; the ethanol concentration measured by hydrometer following completion of these protocols was 86.3%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 9 (ethanol) was used in the final dehydration step of the factory 8hr xylene standard" protocol started in retort a at 18:34pm on (B)(6) 2016; the "2 hour" protocol started in retort b at 09:17am and at 15:37am on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort a at 16:08pm on (B)(6) 2016. The minimum final reagent concentrations required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 8hr xylene standard" protocol started in retort a at 18:34pm on (B)(6) 2016; the "2 hour" protocol started in retort b at 09:17am and at 15:37am on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort a at 16:08pm on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred when the reagent in bottle 9 (ethanol) was replaced prior to commencement of the protocols from which sub-optimal tissue processing was reported by the complainant.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 84 blocks from an hour protocol, which completed in retort a at 05:30am on (B)(6) 2016. The complainant advised that describe the tissue samples as "some dry some mushy". On (B)(6) 2016, a leica biosystems field support specialist (fss) was further advised by the complainant that sub-optimal processing had also been identified from a 2 hour protocol completed in retort b at 18:26pm on (B)(6) 2016. On (B)(4) 2016, a leica field support specialist (fss) attended the laboratory in order to offer assistance and applications support in relation to this complaint. The fss obtained hydrometer readings of the alcohol concentration in reagent bottles 3-10. The variance between the measured concentration and that calculated by the instrument software, which is based on data entered by the user, was found to exceed the acceptable limit for bottle 9. The measured alcohol concentration in bottle 9 was 86%; and the calculated concentration was 100%. The reagent in bottles 1, 2, 9, 11-16 inclusive was subsequently replaced as well as the wax in the four (4) wax chambers. The fss also provided refresher training, which focused on completion of the reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual, to the laboratory staff. On (B)(4) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.